Event description:
The patient was hospitalized for elevated blood glucose levels and dka twice within a twelve hour period.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's nurse and confirmed as accurate. Insulin pump therapy was resumed during the hospitalization with increased basal insulin delivery dosages and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. No data from the time of the reported event on (B)(4) 2008 was available in the history due to continued use of the pump by the patient. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.